Manufacturer narrative:
The device was received for eval; complaint was confirmed. Visual eval of the returned device revealed that the anterior part of the tip/hook was completely broken off; the broken portion was not returned. Material verification and hardness tests met specifications. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event would be not using a correct device size to match the femoral tunnel diameter and hitting the device with a mallet. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during the left knee acl repair, the tip of the device broke off and remains in the patient's femoral socket. According to the reporter, the surgeon was using a mallet to advance the device into femoral socket. The tip of the device broke off and the surgeon used the mallet to impact the tip into the femur bone with another guide. No further pt info was provided at the time of this report or made available in response to follow-up communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.